Event description:
Pt was revised due to her knee locking. The patella was found to be damaged and only the patella and tibial insert; were replaced. This pt is 21 years of age and suffers from rheumatoid arthritis. Pt height is 5 feet tall.